Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging that the pump was self re-booting. She reported that when the pump rebooted the home screen displayed zero insulin and the pump was not primed. The patient's mother reported that the intermittent power started during the night (time unknown). At the time of the call, the reporter informed customer support that sometime after the issue began the patient obtained a high blood glucose (bg) reading of 600 mg/dl. The patient's mother denied that the patient developed symptoms, but stated that the patient tested positive for small ketones. In response to the elevated bg the patient was given an injection per doctor's recommendation. The patient's mother stated the patient's bg came down to 247 mg/dl. At the time of troubleshooting, while reviewing the pump, the patient's mother confirmed that the yellow o-ring at battery compartment was visible. The reporter removed the battery cap at the time of the call and confirmed it appeared in good condition with no visible signs of damage. The reporter also confirmed there were no visible damage to the pump's battery compartment or evidence of moisture ingress. The patient's mother reinserted battery and tightened battery cap to resistance using a coin. The patient's mother confirmed the yellow o-ring was no longer visible. The pump powered back on and the reporter confirmed settings on verify screen were correct and basal information was also correct on pump display. The patient's mother informed customer support that the pump's battery had been replaced recently and the battery cap was not tightened properly. This complaint is being reported because the patient obtained a bg reading greater than 500 mg/dl while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error, since review of the pump revealed that the battery cap was not secured to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the pump returned with visible moisture in the display lens. Pump has no audible or vibratory and it does not go to the display screen. The attempt to download the pump history and black box data was unsuccessful. The returned battery cap contact measurements are in specifications. The pump fails in-house leak test due to battery compartment leak. Removed pump cover; internal moisture damage found on the pcb and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.